Event description:
It was reported that the wire fractured in vivo. According to the user facility a total of five wires were used. Two of which were manufactured by acs/dvi. Reportedly, the pt is stable, although continues to have chest pain related to underlying cardiac disease. The wires are being held by the user facility, but according to the risk manager none appear to be separated.